Event description:
Approx four months after implant surgery, the pt developed a staph infection behind the ear near the implant site. The pt is a cancer pt undergoing stem cell research. No additional information was reported by the healthcare provider. The device was explanted in 2005 due to chronic infection. There are no plans to reimplant this pt at this time.